Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paroxysmal atrial fibrillation procedure, a perforation occurred near the puncture site. After successful ablation, towards the end of the procedure, during sheath and catheter removal, the patient became hypotensive. An EKG revealed a small amount of blood in the pericardium at the right atrial septum. As the patient stabilized, the decision was made to monitor the patient in recovery and no intervention was performed. The patient remained in stable condition throughout recovery. There were no performance issues with any abbott devices. It was thought that the effusion was caused by the difficult transseptal puncture.